Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, only the proximal segment of the lead was returned measuring 157 mm in length from the terminal pin. Visual inspection revealed that the insulation was bunched and twisted along its whole length, indicative of twiddlers syndrome. There was also evidence of insulation abrasion approximately 157 mm from the terminal pin. The trilumen insulation and insulation sleeve are abraded through. This type of damage is consistent with lead-on-can contact coupled with pressure and movement. In this same area, the rate/sense and high voltage conductors are fractured and the metal is melted. The device associated with this lead had evidence of arcing damage.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this device had been lost to follow up and not seen for three years. Upon interrogation it was noted that the device recorded code 1003 indicative of battery voltage too low for the projected remaining capacity, code 1004 indicative of shorted shock and code 1007 indicative of charge time out. Surgical intervention was performed. Upon opening the pocket visual inspection noted insulation damage on the right ventricular (rv) lead. The device was explanted and replaced. The rv lead was partially explanted with the remainder capped in situ. Besides surgical intervention, no adverse patient effects were reported.